Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 09/24/2024, it was reported by a sales representative via phone that an ar-1588rtt2 fibertag tightrope ii implant had the post that holds the tightrobe in the button break inside the patient, and due to the issue, the ar-1288rtt2-fc3 fibertag tightrope ii was removed to get the graft back out of the patient. Everything was removed from the patient. The case was completed using an ar-1588btb btb tightrope and an ar-1288rtt2-fc3 fibertag tightrope ii with internalbrace. There was a 30-40 minute delay due to the issue. This was discovered during a quad acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.